Event description:
It was reported that the tip of the driver broke off while tightening the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed the driver tip is broken. Fracture surface examination noted an acutely angulated fracture surface, with nearly horizontal river lines and no indication of torsion or fatigue. Dimensional inspection confirms shaft diameter is within print specification. The out of tolerance hardness condition is consistent with bend stress overload.